Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic insert trial broke when they took it out to put in the final implants. Also, secondary impactor broke during final impaction. Lastly, the cutting guide broke when they struck with a mallet to put in place before converging the pins. All items were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.